Manufacturer narrative:
Analysis of the pump identified high battery resistance, corrosion and/or wear and/or lubrication of the gear train, and a stall due to shaft bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2016-sep-29. It was reported that the patient's ptm woke her up, and displayed error code 8474 at 3am on (B)(6) 2016. The code signified that pump reset had occurred and the pump was set to minimum rate. The patient stated that she was hurting, and that the change in symptoms/therapy was sudden. On 2016-sep-30, a manufacturer representative reported additional information. It was reported that the patient's pump had an elective replacement indicator timeline of 12 months. On 2016-oct-04, a manufacturer representative reported that the patient was in excruciating pain. On 2016-oct-18, a manufacturer representative reported that rotor and dye studies were performed. The catheter was found to be undamaged. No patient injury was reported, and the patient was noted to have recovered with and without sequela.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8835, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient's implantable infusion pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2016 that an alarm was occurring. The alarm was deemed to be critical. It was reported that a motor stall occurred as well as a low battery reset and safe state. The rep stated the healthcare provider thought he had programmed out of the stall but the rep stated they are seeing the safe state had occurred and the pump was in minimum rate. The rep stated the pump was explanted. The patient was being medicated with clonidine (concentration of 500mcg/ml, dose of 3mcg/day), bupivacaine (concentration of 3mg/ml, dose of 0.018mg/day), and prialt (concentration of 25mcg/ml, dose of 0.15mcg/day). The patient's status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.